Event description:
A hosp nurse reported that an maj-419 biopsy valve sprayed a hosp physician with pt fluid and blood during a procedure. A replacement valve was used to complete the case and there were no problems associated with the occurrence.